Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) detected loss of capture. Lead details are currently unknown. Technical services (ts) was consulted and confirmed potential intermittent loss of capture due to outputs set to values close to the capture threshold. No adverse patient effects were reported. This product remains in service.